Manufacturer narrative:
Covidien reference number: (B)(4). The service engineer (se) verified the malfunction and replaced the graphic user interface (gui) printed circuit board (pcb) and backlight inverter pcbs. The unit passed all testing and operates within the manufacturing specifications.

Event description:
It was reported that, an 840 ventilator had a graphic user interface (gui) reset error code. Although requested, information regarding the intervention taken on the behalf of the patient has not been provided. .